Manufacturer narrative:
The device met specifications for temperature testing and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. In addition, log file analysis indicates optical fibers 1-3 met specifications for optical properties. The device did not meet specifications during leak testing and liquid was observed in the tygon tubing. The lure hub was visually inspected, confirming a small gap between the cured adhesive and inner irrigation tubing.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.